Event description:
The care giver (cg) contacted baxter's technical service center regarding a system error 2240 alarm (air in set) which occurred on the homechoice during use during initial drain. The cg also received a system error 2367. The patient was connected at the time of the alarm and had not disconnected. All of the bags were properly spiked and connected. There was no patient line extension being used, nor were there open clamps on unused lines. There was nothing unusual noted about the supplies. Proper procedures were reviewed with the cg. The cg cycled the power to clear the alarms and would start over with new supplies. Baxter product surveillance (bps) contacted the care giver on (B)(4) 2012. She stated that after starting over with new supplies that day, therapy went well. She did not notice anything unusual about the supplies that night. There were no samples available and she did not recall the lot. Therapy since has been going well since. Bps contacted the registered nurse on (B)(4) 2012. She stated that the patient had not contacted her about the event, but that the patient was continuing therapy on the homechoice. There were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 22240 alarm was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.